Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set had a small pinpoint hole in the tubing right underneath the filter. This was identified during priming. There was no patient involvement. No additional information is available.